Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, which occurred during drain 2 of 3. The technical services representative (tsr) explained the alarm and did troubleshooting with the home patient (hp) and then instructed the hp to cycle the power off/on to clear the alarm and then to advise the peritoneal dialysis registered nurse (pdrn). The tsr informed the hp to start over using new supplies. No patient injury or medical intervention was reported.